Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that he called the customer's mother and she indicated that the customer was hospitalized with high blood glucose. Customer's blood glucose level at the time of the incident is unknown. The mother advised to call the customer's father for additional information. The father was called and he confirmed that the customer was currently in the hospital and explained it was due to stress and did not have problems with the insulin pump. Troubleshooting was not performed. The insulin pump was not returned for analysis.